Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition related to the device's oxygen blending module board was observed. The device was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue.

Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition related to the device's oxygen blending module board was observed. The device was not in patient use. The device has not yet been evaluated by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the service center investigation is complete.